Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered via the pump to address the bg level. A system check was performed and air bubbles were observed within the cartridge pigtail tubing. A new cartridge was loaded onto the pump and insulin was observed exiting from the infusion set tubing. The contact thought that the pump was the cause of the occlusions. The customer was to continue to use the pump to manage diabetes and insulin injections were available if needed.